Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker showed sudden drop in longevity from fourteen years, a year ago and now showing seven years remaining. A data analysis was performed in which it showed that the patient was in atrial fibrillation (af) and right ventricular (rv) output was set at 4.0 volts (v) in which these were the contributing factors for the battery depletion. Also, signal artifact monitoring (sam) was enabled that could add to the power consumption. Hence, the suggestion to consider reprogramming the device. To date, the device remains in service. No adverse patient effects were reported.